Event description:
It was reported that the patient presented to the emergency room with chest pain. The CT scan showed a possible perforation. The lead was repositioned with no complications. The patients condition was stable after the event.